Manufacturer narrative:
The customer¿s report that the tubing broke was confirmed to be a separation. Visual inspection found the suspect set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed solvent around the end of the tubing where the separation occurred. No other damage was observed on the set and its components. The separated tubing¿s outer diameter was measured to be within measurement specification. Functional testing could not be performed on the suspect set due to the separation. The root cause that the tubing broke confirmed to be a separation was not definitively determined.

Event description:
It was reported that the patients father noticed blood on the patients extremity. It was then discovered that the bi-fuse extension set was broken when the father rolled the patient. Photo of the set was provided by the customer. Although requested, there was no additional patient or event information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the patient's father noticed blood on patient's extremity. It was then discovered that the bifuse extension set was broken when the father rolled the patient. Photo of the set was provided by the customer.